Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient sustained serious personal injuries, including but not limited to: chronic inflammation, pain, progressive discomfort of the hip and emotional stress/trauma. (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to soft tissue scarring and reaction to cup.